Event description:
Spontaneous call, pt reports the cap that attached to the central line had snapped off may have been without med for almost 3.5 hours. Pt restarted med at same rate 67ml/hr - 10 ng/kg/min. Pt had restarted for about 20 mins. No side effects reported. Advised pt she may decrease dose if she experiences severe side effects. She did reach out to her physician and was pending a response. Advised severe side effects consider hosp. No further info. Reported to (B)(6) by pt/caregiver.